Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that the cranial application was found to be non-responsive while setting up for a case. Issue was resolved by using a different medtronic navigation system. There was no patient present when this issue was identified.